Event description:
It was reported when using the bd vacutainer® acd solution a blood collection tubes there was discolored/abnormal additive form. This event affected 300 tubes. The following information was provided by the initial reporter. The customer stated: "we found 3 trays in different cases that the inside liquid was drained and discolored."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the failure mode for glass breakage was observed. The brown substance seen on the tubes is the additive that has leaked from a broken tube and dried. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode glass breakage. Bd was not able to identify a root cause for the indicated failure mode.